Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7114535/7116132. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 30669297/30669297.

Event description:
It was reported that the patient developed an infection on both ipg and lead incision sites. Symptoms of swelling was noted. The cause of infection was unknown and per the physician it was not caused by stimulator related. The patient underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.